Manufacturer narrative:
Device evaluation: the service technician confirmed the reported problem. Output of power supply was zero. Resolution and disposition: the power supply was replaced then the issue was fixed.

Event description:
The international customer sent the v60 vent to the international service center with report of unit operated with battery even though power cord was connected. There was no patient involvement.